Manufacturer narrative:
Patient data logs were obtained from the device which revealed that the device performed according to specification. An alarm was triggered upon processing the first pt sample which would have indicated to the user that there was a problem with the sample (blood clot). The user disregarded the alarm/warning and continued to process pt samples and results.

Event description:
Medical facility reported that while measuring inpatient blood gas samples, they rec'd erroneous ph values. Consequently, some patients were administered various treatment plans, such as bicarbonate and dopamine. Lab personnel discovered a clot in the analyzer and that the results that had been processed were incorrect. The issue was identified quickly, so no adverse reactions to the patients were noted.